Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7071363/7071391.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No further information could be obtained despite good faith efforts.